Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 109 mg/dl, compared with the sensor glucose reading of 52 mg/dl. The customer stated that she went in to troubleshoot, but was unable to override the inaccurate sensor glucose reading, so she was unable to get the insulin pump to deliver a full bolus. She stated that she changed the sensor 2 days later and that things were working fine now. She declined further assistance. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report #2032227-2014-45887.